Event description:
Patient was scheduled for a right ankle lateral ligament repair with dr. [Redacted]. During the procedure, they utilized an arthrex internal brace implant system, ligament augmentation repair, bio composite, with jump start dressing (ref ar-1788j-cp, lot: 15229892, exp: 02/28/2026). One of the guidewires broke off in the talas bone because the bone was so hard. Dr. Attempted to remove the guidewire with no success. She stated that if she "dug around the wire, she would create a deficit in the bone and would not be able to complete the surgery." The wire was left in place with no portion of it sticking out to cause further injury. She documented this in her op [operative] note.